Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: "medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the instrument was partially applied with eighteen remaining clips. There was no clip loaded in the jaw. The ratchet function was engaged. The distal end of the channel cover was intact. Four clips were returned. Inspection of the jaws noted they were coplanar. The ratchet function was disengaged. The instrument was first test fired once in air so that the clip formation could be observed. The clip displayed a proper formation. The clips were fired on test media with proper formation. The jaw and handle moved smoothly through the firing cycle and returned to the open position. Each remaining clip loaded properly in the jaw. When the cartridge was empty, the interlock engaged and prevented the jaws from approximating. It was reported that splenic bleeding occurred and the bleeding could not be stopped, the clips stuck and did not close. Unanticipated tissue loss was reported, along with blood loss of 500 cc or more that required a blood transfusion, and the surgical time was extended by 30 minutes or more the reported issue was not used as intended the product analysis noted evidence that the device was not used as intended. The misaligned jaws and scissored clip condition may occur if the distal end of the device is subjected to excessive manipulation during application of the instrument. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: do not excessively twist or torque the jaws. Excessive twisting or torquing the jaws may dislodge clip from the jaws or cause clip m alformation after jaw closure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an splenic rupture open procedure using the clip applier, splenic bleeding occurred and the bleeding could not be stopped, the clips stuck and did not close. Unanticipated tissue loss was reported, along with blood loss of 500 cc or more that required a blood transfusion, and the surgical time was extended by 30 minutes or more. It was reported that another manufacturer¿s device was used to complete the case.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the instrument was partially applied with eighteen remaining clips, with no clip loaded in the jaw. The ratchet function was engaged, the distal end of the channel cover was intact, four clips were returned and the jaws were observed to be coplanar. Functional testing found that the ratchet function was disengaged and the instrument was test fired once in air to observe clip formation, which was proper. The remaining clips were fired on test media with proper formation, the jaw and handle moved smoothly through the firing cycle and returned to the open position, each remaining clip loaded properly in the jaw, and the interlock engaged when the cartridge was empty, preventing jaw approximation. It was reported that the clip was malformed. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur if the distal end of the device is subjected to excessive manipulation during application of the instrument. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: do not excessively twist or torque the jaws. Excessive twisting or torquing the jaws may dislodge clip from the jaws or cause clip m alformation after jaw closure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.